Event description:
In 2007, it was reported to boston scientific corp that an endoscopic retrograde cholangiopancreatography along with a stent placement procedure using a hydra jagwire guidewire was performed (feage and weight unk). According to the complainant, "after the stent was placed and the guidewire was removed, it was found that the guidewire ptfe jacket was peeled partially and remained into pt." The physician reportedly, was unable to remove the portion of the detached jacket due to "the area where it was remained... And will wait [for] the remaining piece to be eliminated naturally." No pt complications were reported as a result of this event.

Manufacturer narrative:
The suspect device has been received but an eval has not been performed. Therefore, a failure analysis is not available, and it is not possible to determine the relationship between this device and the cause of this event. The device eval as well as reviews of the device history record and the product family complaint trend report are in progress; results of these activities will be provided in a follow up medwatch report.